Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an alarm, and all data was zero. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a delay in treatment but no medical intervention was noted. The investigation is ongoing.

Manufacturer narrative:
Reporter information: (B)(6).

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.